Event description:
Patient stated she more frequently ¿had to run to the bathroom every little bit." Patient mentioned she had a sciatic nerve in back that was pinched, which has caused pain. Patient stated it was unrelated to implant and no fall/trauma had occurred. The patient reported increasing amplitude from 5.5 to 6.0 on program 1 and was comfortable. Change in symptoms was noted on (B)(6) 2016. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a patient on 2017-feb-17. The patient reported a loss of therapy beginning a couple weeks ago. The patient was having problems getting it regulated. The patient initially stated that they felt stimulation then later stated that they did not. The patient reported a return of symptoms. The therapy was confirmed to be on, but this did not resolve the issue. The patient was on program 1 at 5.5 volts. The patient indicated that they felt stimulation in the correct area after increasing it to 5.8 volts. The patient would follow up with their healthcare professional (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that patient saw their healthcare provider (hcp) and it worked for about a week. Patient then called the counselor and it worked a couple weeks ¿about two months¿. Patient stated they felt the stim but the problems returned. They had problems with getting it regulated. They felt stim but when turned up higher, it hurt and their symptoms returned. It was indicated that they felt stimulation about two months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient was very satisfied with their device. The patient reported that they did not know what ¿caused it to run me to the bathroom more often.¿ the patient reported that they were having problems not working well. The patient also reported that they were diagnosed with (B)(6) and was wondering if that had anything to do with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the ins was replaced and they did not know what happened. Patient stated they tried everything and it would not work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.